Manufacturer narrative:
As of (B)(6) 2012, three attempts have been made to obtain additional info from the customer. Technical support service was unable to obtain further info. No product lot number was provided. No product is expected to be returned. No further investigation could be performed due to insufficient data. The issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported a potential false negative hcg urine result on the consult dipstick. No additional info was provided.